Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving fentanyl (unknown dose/concentration). Indication for use was noted as spinal pain and complex regional pain syndrome type 1. The patient had a pain pump which developed an infection and had to be removed one week after the stitches came out. The infection was because of the pain pump's incision. The patient reported that the event occurred in (B)(6) 2013. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)